Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Found sensor cannula bent and electrode separated from cannula tubing. See attached picture for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 141 mg/dl and the sensor glucose was 71 mg/dl at the time of the incident. The customer stated that customer sensor reading were low and threshold was suspending. Sensor glucose value that triggered the suspend event was 64 mg/dl and threshold suspend limit in sensor settings was 65 mg/dl. The sensor will be returned for analysis.